Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the patient was symptomatic with vvi 65 pacing, and the device was found to be at early elective replacement indicator (eri). The eri was determined to be due to high battery impedance. The device was reprogrammed, then was explanted and replaced a few weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.